Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the patient first started experiencing the infection on (B)(6) 2019. The hcp considered the cause of the infection to be a side effect of radioactive seeds. The patient¿s weight was 46-49kg. The catheter would not be returned because it had been reclaimed by the hospital.

Manufacturer narrative:
Continuation of d11: product ID: 8731sc, lot# 0215852950, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump for cancer pain. The drug, dose, and concentration were unknown. It was reported the patient had lung cancer, and two months ago (from (B)(6) 2019), he had a pump implanted to relieve pain. He was discharged from hospital after his wound healed. Presently (as of (B)(6) 2019), the back incision was infected, and the intrathecal catheter had been contaminated. The doctor removed the spinal segment of the catheter and performed debridement to avoid persistent infection. Now, the patient¿s vital signs were ¿safe and good¿. The manufacturer representative stated ¿we know we should have removed all of the device including the pump and whole catheter, but because the price was so expensive, the doctor wanted to try to keep the pump and replace the catheter.¿ it was noted that the patient had radioactive seed implantation in order to treat the cancer. No further complications were reported.